Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. The mr was reduced to grade 2; however, the posterior leaflet came out of the clip and the mr increased back to grade 4+. It was noted that a chordal rupture and possible tissue damage occurred after the leaflet came out of the clip. It was not possible to re-grasp the leaflet and the procedure was aborted. No clips were implanted and the mr remained unchanged at grade 4+. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and a definitive cause for the reported failure to adhere or bond (leaflet capture - clip not implanted) could not be determined in this incident. Additionally, the reported tissue damage appears to be due to user technique/procedural conditions as chordal rupture and possible tissue damage was noted. There is no indication of a product quality issue with respect to manufacture, design or labeling.